Event description:
The pt was referred for pacemaker revision because of a fracture of the atrial lead retention wire. This fracture was noted in 3/95 without protrusion of the wire. On 8/23/95 the atrial lead was removed using a locking wire and 8.5 dilating sheath. The lead was removed in pieces, however the retention wire was noted to be broken in two places with old blood staining the interior of the insulation. One end of the wire was perforating the insulation just proximal to the second electrode. A new atrial lead was inserted without problems.